Event description:
It was reported that a (B)(6) female patient primary breast augmentation surgery with a 350cc mentor memorygel left breast implant and a 375cc mentor memorygel right breast implant experienced left sided breast pain and right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).